Manufacturer narrative:
Detailed product information was not provided when the event was reported to boston scientific via the sponsor completion letter provided by the australian therapeutic goods administration (tga). We are unable to request further information due to the anonymous nature of the initial reporter, and thus we are unable to provide the unique identifier (UDI) and other specific product, patient, or incident information.

Event description:
It was reported by the patient that following implantation of the spinal cord stimulation (scs) implantable pulse generator (ipg), the patient experienced a range of adverse events and complications. After the device was implanted, initial programming optimization provided temporary pain relief through a tingling sensation. The patient subsequently developed severe gastrointestinal symptoms, including shocking stomach pain, cramping, bloating, and nausea. These symptoms were later attributed to a small bowel obstruction, which the patient believes may be related to the implantation procedure. The patient was hospitalized and warned against further abdominal surgeries due to adhesions, linked to bowel obstruction from eight years of palexia use. The patient was advised to stop taking palaxia due to bowel complications. The patient also reported two episodes of unconsciousness and oxygen desaturation during recovery from anesthesia on the day of surgery. Similar episodes reportedly occurred at home post-discharge. No neurological evaluation was conducted prior to discharge, and the patient expressed concern that these events were dismissed as psychological in nature by the surgeon. Despite initial relief from the stimulation program, the patient began experiencing new, severe burning and electrical pain in the foot, an area previously insensate for eight years following a crush injury. The patient noted that this pain worsened with device activation and persisted even when the device was turned off. Additionally, the original leg pain for which the device was implanted returned, and other stimulation programs were reportedly ineffective. The patient described significant sleep disruption, emotional distress, and functional decline, including withdrawal from social activities and exercise. The patient ultimately decided to turn the device off permanently due to lack of sustained pain relief and worsening of symptoms. The patient remains in severe pain, is unable to resume prior analgesic therapy due to gastrointestinal concerns, and is experiencing ongoing depression and insomnia. No further information regarding this event can be obtained.